Event description:
It was reported that the programmer displayed an error code. Technical services provided assistance in resolving the issue by directing the client to run the 2090 service diskette and re-installing the software to resolve the issue. The programmer status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.